Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex soft seal cuff tracheal tube was found with a deflated pilot balloon after 5 days of use. The tube was extubated and the customer submerged the product, which determined there was cuff leakage. A leak check was performed and confirmed no leakage prior to use. The reported failure was observed by medical personnel. No patient injury was reported.

Manufacturer narrative:
One 8.0mm clear pvc soft seal® cuff tracheal tube was returned for investigation. The used device was received inside a plastic bag without the original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. During functional testing, a syringe was used to inflate the cuff of the returned device; the device was then submerged in water. Bubbles (indicating a leak) were observed escaping from a small tear on the cuff. Investigation was unable to determine the root cause of the tear. (B)(4).